Event description:
Information received indicates when the brake is applied, the casters continue to swivel.

Manufacturer narrative:
The technician replaced the brake casters to repair the stretcher.